Event description:
Customer reported system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller pcb battery and regreased the high voltage connectors. System operates as intended.